Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied on proximal false lumen and proximal suture line. As false aneurysm was confirmed one year after the first case, the re-operation was performed in (B)(6) 2013. At re-operation, any materials which seemed to be bioglue was not confirmed and formation of false aneurysm was found. Any infection was not confirmed. It is the surgeon's view that de-airing, priming, and the state of the application site (dry field) may have been appropriate but he didn't remember well. The applied amount of bioglue may have been appropriate but he didn't remember well. The surgeon does not judge whether the formation of false aneurysm was caused by bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Manufacturer narrative: according to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. The intimal tear was on the ascending aorta. Bioglue was applied on proximal false lumen and proximal suture line. As a false aneurysm was confirmed on the ascending aorta one year after the first case, a re-operation (an ascending aorta replacement surgery near the hemiarch) was performed in (B)(6) 2013. At re-operation, "any materials which seemed to be bioglue was not confirmed and formation of false aneurysm was found. Any infection was not confirmed." It is the surgeon's view that de-airing, priming, and the state of the application site (dry field) may have been appropriate, but he didn't remember well. The applied amount of bioglue may have been appropriate but the surgeon didn't remember well. The surgeon "does not judge whether the formation of false aneurysm was caused by bioglue." The patient does not have any congenital disease. No further information was available. A review of possible lot numbers was performed and it was confirmed that all records were controlled, available for review, and met all specifications. A review of available information was performed. Based on the information available at the time of this report, it is not possible to definitively determine the cause of the false aneurysm observed in this patient. The surgeon is unable to recall specific details regarding the use of bioglue (amount used, if application site was properly prepared prior to application, if the syringe was de-aired and primed). The surgeon's opinion of the observed event appears to be that he is unsure if bioglue did or did not contribute to the event. Additionally, the surgeon indicated that upon re-operation no bioglue was seen. Without knowing the specific details regarding the supplication of bioglue in this patient, it is difficult to determine if non-adherence/reduced adherence resulting from improper application and site preparation contributed to the observed event. No definitive conclusions can be drawn at this time.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied on proximal false lumen and proximal suture line. As false aneurysm was confirmed one year after the first case, the re-operation was performed in (B)(6) 2013. At re-operation, any materials which seemed to be bioglue was not confirmed and formation of false aneurysm was found. Any infection was not confirmed. It is the surgeon's view that de-airing, priming, and the state of the application site (dry field) may have been appropriate but he didn't remember well. The applied amount of bioglue may have been appropriate but he didn't remember well. The surgeon does not judge whether the formation of false aneurysm was caused by bioglue.